Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that air from the infusion line entered a patient's eye during surgery, even after air had previously been removed from the three way stopcock. The issue was resolved after the pak was replaced and there was no impact to the patient.